Event description:
It was reported that an external fluid leak was observed from the return luer connector of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.